Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 276 mg/dl at the time of incident and other blood glucose levels were 276 mg/dl, 281 mg/dl, 85 mg/dl. The customer was treated with bolus for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. Customer reported that the insulin pump was on auto mode at the time of event and after that auto mode was off. Customer did allege the insulin pump for under delivery. Customer performed high pressure test and it was passed. The device will not be returned for analysis.